Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system error during the basic occlusion test due to protruded/loose drive support disk.the device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer called and reported the drive support cap was extending out from the insulin pump. Customer stated he had pressed it back in. It was advised the device was unsafe to use. The customer's blood glucose was 287 mg/dl. It was unknown how the damage occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.